Manufacturer narrative:
Initial reporter phone number: (B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the physician docked the suction ring on the patient's eye and performed ablation, but suction ring came out of patient eyes. Physician immediately stopped ablation: the patient had narrow eyelids, therefore, the physician decided to have another surgery procedure performed on this patient another day. It was reported that the doctor has not yet decided on type of the procedure, but he is considering to do implantable contact lens (icl) procedure. There was no patient injury reported.

Manufacturer narrative:
Through a follow up with the application support manager (asm), it was learned that the visual acuity of the patient before the surgery for the left eye (os) was : 0.04 (1.5 x s -8.25d). According to asm the patient has not visited the site afterwards and no more information is available. All pertinent information available to abbott medical optics has been submitted.